Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) decreased sensing, and pacing inhibition. The patient suffered a fall at home, which lead to lead dislodgement, and a hematoma as well as lowered impedances. As a result, the lead was successfully repositioned and remains implanted with all measurements within normal ranges. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.